Event description:
Complainant reportedly had surgery, in 2005, for right shoulder repair--glenoid labrium. A catheter (stryker pain pump ii) was used for administering pain medication. Surgery was done on an out-patient basis. The catheter was left in place for 3 days, with the readings being checked on daily by the administering anesthesiologist. Complainant states he has had, since the procedure, brachial plexus nerve damage which is causing numbness in this arm though he does have use of the arm/hand to some degree. Complainant stated the hosp did not get his consent for use of this product. Complaiant stated that the insurance was not billed for the use of this device, making him suspicious of its approval. Complainant states he found out later that particular stryker device had not been FDA approved and was being used in a study; stating the device has since been FDA approved.